Event description:
Event description guidant received information that the during implant, the physician was unable to get good capture thresholds while the guidewire was inserted into the lead and a loss of capture when the guidewire was removed from the lead. Guidant received additional information that several days post implant, the patient received inappropriate shocks due to noise on the right ventricular (rv) channel.